Event description:
Patient was revised to address metallosis.

Manufacturer narrative:
Patient was revised to address metallosis. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the 1842448 lot code for metal sensitivity. Per procedure, this device is exempt from DHR review. A search of the complaints databases finds no other reports against the 121887352/1824449 product and lot code combination since its release to distribution. Additional event information and investigational inputs were requested but not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 1/19/2016 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, fluid collection, and metallosis. Lab results confirmed elevated metal ions. There is no new additional information that would affect the existing investigation. The complaint was updated on: 2/4/2016.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor and metal wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.